Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire broke and remained in the patient's skin. The patient successfully removed the broken sensor wire with his fingers. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.